Event description:
It was reported that an unspecified number of bd veo¿ insulin syringses with bd ultra-fine 6mm needles experienced hub separation and product damage. Product defect were noted during use. The following information was provided by the iniital reporter: material no: 324911 batch no: 9084972. Verbatim: consumer reported the black stopper missing from some of her insulin syringes from current box, exact product amount is unknown. Stated this has been happening over the past 2 weeks but most recently today. Lot #: 9084972. Catalog#: 324911.

Manufacturer narrative:
H.6. Investigation: customer returned (3) 1/2cc, 6mm, 31g syringes in an open poly bag from lot # 9084972. Customer states that the black stopper was missing. All returned syringes were examined and one sample exhibited a missing stopper. One syringe exhibited the hub-needle/shield assembly separated from the barrel. The remaining syringe exhibited the barrel broken off around the 50 unit marking. A review of the device history record was completed for batch# 9084972. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200816039, 200816125] noted that did not pertain to the complaint. There was one (1) notification [200816177] noted for damaged tips. Process summary: automatic syringe assembly machine, which feeds 1/2cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Hub separates: root cause: l2l dispatch #63451 was created for bent tips. The infeed dial was out of timing. Corrective action: re-timed the infeed dial. Stopper missing: root cause: l2l dispatch #63507 was created for missing stoppers. The air jet was out of adjustment. Corrective action: adjusted the air jet. Broken barrel: root cause: l2l dispatch #63395 was created for broken barrel. There was debris collected on the dial. Corrective action: cleaned the dial. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4). Additional product defects were noted from samples received on 06/15/2020. The complaint was reevaluated, and is now considered reportable.

Event description:
It was reported that an unspecified number of bd veo¿ insulin syringes with bd ultra-fine 6mm needles experienced hub separation and product damage. Product defect were noted during use. The following information was provided by the initial reporter: material no: 324911, batch no: 9084972. Verbatim: consumer reported the black stopper missing from some of her insulin syringes from current box, exact product amount is unknown. Stated this has been happening over the past 2 weeks but most recently today. Lot #: 9084972, catalog#: 324911.